Manufacturer narrative:
Additional information: d10: product received 8/4/2020 g1: michael visocnik the keypress logs for the returned device showed that the pump had been powered off at 10:05:04 am on(B)(6)2020 , and not powered on again until (B)(6) . The clinical logs on the device had been purged prior to (B)(6) , so could not be used to add additional information. During testing, a mednet event/alarm log report for the device covering the month from (B)(6) to (B)(6) was generated and found that the medication ¿tpn¿ was never programmed. The reported complaint was not confirmed. Probable cause not found for this complaint. The device passed self test and pvt testing.

Manufacturer narrative:
The device involved in the event has not been received for additional evaluation. As additional information is received, a supplemental report will be issued.

Event description:
It was reported that, on an unknown date, the nurse had an issue with tpn and lipids on a patient. In addition, it was reported that when the nurses scanned the pump, it set to give as a piggyback instead of concurrent and the rate was updated on its own. There was patient involvement, however; there was no report of patient harm, medical intervention, or delay in therapy.